Event description:
It was reported that during an aortic valve replacement procedure, the surgeon was closing the sternum with the zipfix and 1 of the 5 zipfixes would not lock. Surgeon backed out the zipfix and implanted a sternal plate. Procedure was completed with no further problems and no harm to the patient. Implant is unavailable for return, the implant was discarded. No replacement needed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). The lot number was provided, however the investigation could not be completed and no conclusion could be drawn as the device was not returned. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
This is report 1 of 1 for complaint (B)(4).